Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle surgery. Approximately 18 months post-op the tibial component collapsed and loosened, causing the patient pain. The patient underwent a revision surgery 4 months later.